Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." Per tandem¿s user guide: alerts display automatically to notify you about safety conditions that you need to know (for example, an alert that your insulin level is low). Alarms display automatically to let you know of an actual or potential stopping of insulin delivery (for example, an alarm that the insulin cartridge is empty). Pay special attention to alarms. H3 other text : device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl and "passed out". Reportedly, the cartridge ran out of insulin and customer did not load a new cartridge. Additionally, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous (IV) fluids of saline and insulin, as well as IV "lasix". Customer was discharged 4 days later with the issue resolved and no permanent damage. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended. Tts educated the customer on battery and cartridge usage, and was unable to confirm the sequence of low insulin alerts and alarms in the pump history as pump logs were not available for event date.